Event description:
It was reported to boston scientific corporation on august 12, 2019 that a wallflex biliary fully covered rmv stent had been implanted in a patient enrolled in the e7058 wallflex biliary fc chronic pancreatitis study clinical trial during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, complete distal migration was noted, however the onset date is unclear as it was reported as (B)(6) 2019. Reportedly, on (B)(6) 2019, a cholangiogram showed the stent had completely migrated distally; however, the stricture had not resolved. There were no patient complications reported as a result of this event. It was not reported if a new stent has been implanted. Additional information received on october 08, 2019. The onset date was confirmed to be (B)(6) 2019. Additional information received on october 11, 2019. According to the complainant, 3 non boston scientific plastic stents were implanted on (B)(6) 2019 as a bridge to surgery.

Manufacturer narrative:
Date of event has been updated with additional information received on october 08, 2019. Event has been updated with additional information received on october 08, 2019, and october 11, 2019. Initial reporter address: (B)(6). Problem code 4003 captures the reportable event of stent complete distal migration. The complainant indicated that the suspect device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
Date of event: date of event (B)(6) 2019 was chosen, as it was the earliest reported date, however the exact event date is unclear. (B)(6). (B)(4). The complainant indicated that the suspect device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on august 12, 2019 that a wallflex biliary fully covered rmv stent had been implanted in a patient enrolled in the e7058 wallflex biliary fc chronic pancreatitis study clinical trial during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, complete distal migration was noted, however the onset date is unclear as it was reported as (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. Reportedly, on (B)(6) 2019, a cholangiogram showed the stent had completely migrated distally; however, the stricture had not resolved. There were no patient complications reported as a result of this event. It was not reported if a new stent has been implanted.